Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver charge and boot passed. The receiver download was retrieved and attached. The log was downloaded and reviewed finding no errors related to the complaint. The receiver functional test failed audio. The receiver case was opened for an internal visual inspection and it passed. The speaker resistance was measured and failed. The allegation was confirmed. The probable cause was defective speaker. No injury or medical intervention was reported.